Manufacturer narrative:
The device was evaluated at the customer's site by a zoll representative. The customer's report was not replicated or confirmed. Testing of the device was unable to duplicate the report. The logs were unable to be reviewed as the log files were not retained. Without the log files or the device returning to zoll medical to be fully evaluated, the report cannot be confirmed or refuted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.